Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, and active current measurement. Unit received with unexpected battery power loss shown in power graph and had high sleep current, problem isolated to electronic assemblies. Device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the insulin pump history due to broken pin 6 trace (sda) and pin 1 trace (vdd) on keypad assembly. No overheating noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer experienced low blood glucose levels. The customer¿s blood glucose levels was 40 mg/dl. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer reported that they treated low blood glucose level with glucose tablets. The customer did not mention any symptom related to low blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. The customer reported that the insulin pump was automatically delivering insulin at the time of low blood glucose incident. Customer reported that the insulin pump was not worn during a medical procedure and test around a magnetic resonance imaging. The customer reported that during the last set change customer recalled insulin dripping and squirting from end of set before connecting at their site. The insulin pump also received low battery alert. The insulin pump will be returned for analysis.